Event description:
It is reported that the catheter was implanted into the patient¿s body on (B)(6) 2012. When the user removed the catheter out of a patient, he found that the cuff was detached from the catheter. The catheter and detached cuff were completed removed.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.